Event description:
It was reported that during a vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument wheels was not working properly. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and a review of the logs was done and no errors were found. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws do not open and close properly. The complaint was confirmed by failure analysis.